Event description:
It was reported that a needle through the catheter occurred during use with a bd nexiva closed IV catheter system. The following information was provided by the initial reporter: "the nurse said she was inserting and IV when she felt it blow. When she pulled back the IV to remove it she noticed this. She had thrown away the packing, but all of the IV¿s we had in the department at that time were lot # 7327611. I am not sure why the needle blew. The nurse was not exposed, but had the potential to be considering the needle was poking out of the catheter. No change in treatment etc. Was taken, but I have warned staff and asked them to notify me if anything like this occurs again."

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 7327611. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Visual evaluation of photos submitted clearly displayed the pierced catheter, prompting bd engineer to evaluate the manufacturing process. At the conclusion of their review they were unable to identify any potential causes for this event. During the manufacturing process, every nexiva is subjected to numerous inspection stations to detect occurrences such as the experienced by your facility. Unfortunately bd engineers were unable to determine the root cause for this event at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle through the catheter occurred during use with a bd nexiva closed IV catheter system. The following information was provided by the initial reporter, "the nurse said she was inserting and IV when she felt it blow. When she pulled back the IV to remove it she noticed this. She had thrown away the packing, but all of the IV¿s we had in the department at that time were lot # 7327611. I am not sure why the needle blew. The nurse was not exposed, but had the potential to be considering the needle was poking out of the catheter. No change in treatment etc. Was taken, but I have warned staff and asked them to notify me if anything like this occurs again."